Event description:
This unsolicited case from united states was received on 20-sep-2016 from a physician. This case concerns a (B)(6) years old female patient who started treatment with synvisc and later few days after starting treatment had pseudoseptic reaction. No concurrent conditions, medical history, past drugs or concomitant medications were reported. On (B)(6) 2016, the patient started treatment with intra-articular synvisc injection, at a dose of 2 ml (with batch/lot number: 5rsa022 and expiration date: 30-sep-2018) (frequency: not provided) in both knees for osteoarthritis. On an unknown date in (B)(6) 2016, few days after starting treatment, the patient had pseudoseptic reaction to her left knee and was hospitalized for the same. The healthcare provider wanted to know if the patient had medical recommendations for subsequent use of synvisc in the adversely effected knee. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 5rsa022, expiration date (03/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsa022, no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 22-sep-2016, total of ((B)(4)) complaints (including this complaint) had been reported for lot # 5rsa022: ((B)(4)) adverse event reports & ((B)(4)) broken luer-lok hub. Sanofi genzyme would continue to monitor complaints as stated in product complaint handling to determine if a CAPA was required. Seriousness criteria: hospitalization. Additional information was received on 22-sep-2016. Global ptc number with results was added and the text was amended accordingly.

Event description:
This unsolicited case from united states was received on 20-sep-2016 from a physician. This case concerns a (B)(6) female patient who started treatment with synvisc and later few days after starting treatment had pseudoseptic reaction. No concurrent conditions, medical history, past drugs or concomitant medications were reported. On (B)(6) 2016, the patient started treatment with intra-articular synvisc injection, at a dose of 2 ml (with batch/lot number: 5rsa022 and expiration date: 30-sep-2018) (frequency: not provided) in both knees for osteoarthritis. On an unknown date in (B)(6) 2016, few days after starting treatment, the patient had pseudoseptic reaction to her left knee and was hospitalized for the same. The healthcare provider wanted to know if the patient had medical recommendations for subsequent use of synvisc in the adversely effected knee. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint was initiated and results were pending for the same. Seriousness criteria: hospitalization.